Event description:
It was reported to philips that the device was not charging the battery. While the device was reported to have been in clinical use at the time of the alleged failure, there has been no report of an adverse patient/user impact as a result of the issue. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 7 and 8 were bent and permanently compressed, which would have caused poor electrical contacts with the battery.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was not charging the battery. While the device was reported to have been in clinical use at the time of the alleged failure, there has been no report of an adverse patient/user impact as a result of the issue.